Manufacturer narrative:
Event date was reported to be (B)(6) 2017. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The service history record review was completed and found the downstream tubing guide was replaced during the previous service event. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were not reproduced while running a loaded set. Downstream occlusion alarms were verified through a review of the event history log and found to be caused by an out of specification force sensor and an out of depth downstream tubing guide. The force sensor was calibrated and the downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.